Event description:
Patient was undergoing shoulder arthroscopy, superior labrum anterior and posterior repair. The anchor broke off in labrum; it was removed and procedure was done again. Company representative was present at the time and did not know why the piece broke off; everything appeared to have been done correctly. No additional injury to the patient.